Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. It was also reported that the lead had an apparent insulation failure, low impedance and several non-sustained ventricular tachycardia and fibrillation episodes. The patient also reported that the lead had an apparent fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.